Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is not readable. Customer's blood glucose was unknown at the time of incident. There was no further information provided by the customer or troubleshooting.

Manufacturer narrative:
The pump error 63 alarmed during self-test and was confirmed in the pump history with variable 003 due to a cold solder joint at the keypad assembly. The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No display anomalies were noted. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay texture damage.